Manufacturer narrative:
Investigation revealed that this failure mode is connected to an "aftermarket modification". Although the wheelchair operated within specification, the aftermarket device installed protrudes out the bottom of the wheelchair and causes interference issues when driving over obstacles. The manufacture of this device has been informed of this failure and this incident. The end user, service provider and the ez-lock manufacture is working to provide a solution. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution. Note: evaluation summary is not attached to the report because a visual inspection was done in the field to confirm the complaint.

Event description:
End user reports traveling over a threshold while at a restaurant, when the ez-lock pin (aftermarket installation) sticking out the bottom of the wheelchair got caught and caused him to fall out of the wheelchair. The end user was not wearing his positional belt.